Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 322 alarm was not reproduced. A review of the event history log revealed 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.